Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two (2) devices. Visual and functional evaluation noted the reloads were pre-fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures . Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / wedge / segmental resection procedure. For the first firing, used a manual stapling handle and reload. The surgeon clamped the tissue, pushed the green button, and tried to squeeze the handle. However, could not fire the device. Then clamped the tissue again, pushed the green button, and tried to squeeze the handle. However, the handle was locked and stopped using the cartridge. Replaced by a new reload and tried to clamp the tissue, however, the neoveil sheet fractioned with the tissue and the sheet on the root of the cartridge side was detached from the anchoring suture. Replaced by another cartridge and the procedure was completed with no problem. There was no patient harm. The status of the patient is no problem.